Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the iliac artery. A zelante dvt clot hunter was used for thrombectomy procedure. During procedure, it was noted that in the middle third part of the catheter was bent, and did not aspirate. The device was removed intact from the patient and the procedure was completed without complications.